Event description:
As stated by the customer 2012-(B)(6): it was reported by the customer to the arjohuntleigh engineer that the alenti chassis assembly fell into the pool during use of the entroy.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo hospital equipment (B)(4). (B)(4). Nominated investigator to attend facility and do complete investigation. Additional information will be provided upon conclusion of the manufacturer's investigation.